Manufacturer narrative:
A ge service rep performed an on-site investigation. The kilovolt control and display circuit board were replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 7700 system dose was too high. No reports of pt or staff injury.